Event description:
The patient received two leads with the same lot number. The patient reported she discontinued use of the scs system over a year ago due to lack of effective therapy. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.